Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced e-3. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e3 error message. The customer states that feels well and requires ne medical attention. The customer states the error message appears when test strips is first inserted into the meter. The customer states that may have applied blood incorrectly. Customer confirms proper storage of the test strips. Customer is not sure if the vial had the cap on all of the time. Customer confirms that there has not been an adverse event related to the error message.